Manufacturer narrative:
The issue was confirmed. The cause of the event is unknown. It is unknown if the issue has been resolved. The device remains onsite.

Event description:
The customer reported that the device is set at 25 and is showing 50. The device was in use at the time of the event. No adverse event involving a patient was reported.